Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. After a pump reset, the same malfunction alarm appeared again, so device return was arranged and replacement pump was provided.